Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. (B)(4).

Event description:
A medwatch user facility report ((B)(4)) was received from the FDA. The report received stated that a single chamber drainage was in use when it was knocked over.

Manufacturer narrative:
The report received stated the drain was knocked over during use, all chest drains must be kept in the upright position during use as specified in the instructions for use (IFU). The chest drains should be placed in an area out of general traffic. The chest drains are also provided with hangers so they can be attached to the bed rail. The oasis single chest drain had unintentionally been knocked over during use. Based on the information received regarding the details of the event this is not a malfunction of the product, but yet a user error. The oasis chest drainage system is indicated for the evacuation of air and/or fluid from the chest cavity or mediastinum and to help re-establish lung expansion and restore breathing dynamics. It is also used to facilitate postoperative collection and reinfusion of autologous blood from the patient¿s pleural cavity or mediastinal area. If a chest drain is knocked over and requires replacement the patient may experience shortness of breath and respiratory distress while a new device is located and prepared. The instructions for use (IFU) instruct that the chest drain must be kept below the patient¿s chest in an upright position and that patient tube connections, water seal, suction regulator and bellows should be checked regularly to confirm proper operation. The IFU also advises placement of unit: always place chest drain below the patient¿s chest in an upright position. To avoid accidental knock-over, place the unit on the floor or hang it bedside with the hangers provided.